Manufacturer narrative:
The investigation determined the issue identified by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 8000 c 702 module. The customer provided data with discrepant results or results that did not fit the clinical picture for 21 patient samples when tested for either creatinine, calcium, magnesium, prealbumin, uric acid, albumin, alt, amylase and ldl. The incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and identified a hole in the rinse station's emptying tube at the joint of the tube and the nozzle. The fse shortened the tube by approximately 1 cm. The customer checked several patient samples in duplicate to make sure no other incorrect results were generated. The customer has not had any further issues since the service visit.